Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/15/1998-supplemental report sent to FDA. Clinical suture not available for eval.